Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the physical device is not available and cannot be evaluated. It was reported that the customer received dirty instruments. However, on checking the records, the error was identified and traced back to an associate. The root cause was identified as a human error. New devices were sent to the customer to correct the issue. Relevant actions have been taken to address the issue. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. If any additional information is obtained, this complaint will be re-opened to capture that information. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Corrected data: report date initially reported as february 26, 2019; should have been february 25, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)-incomplete. The lot number is unknown.

Event description:
It was reported by the affiliate via email that the customer received dirty instruments. The affiliate did not provide any further information.